Manufacturer narrative:
UDI: (B)(4). The catheter was returned for evaluation. A review of manufacturing records was performed and the device was found to have conformed to specification when released. The sealant was missing at the sensor. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the results of the investigation, the reported issue was not confirmed. No further investigation or corrective action is anticipated.

Manufacturer narrative:
UDI: (B)(4). Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies related to the reported issue. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or other relevant information, a follow-up report will be submitted.

Event description:
As reported by the affiliate, after the patient received a cat scan, the microsensor was unable to read the intracranial pressure. After the scan they didn't obtain any readings, just a question mark on the patient monitor. Three days later, the sensor was removed. A 45-minute delay was reported and treatment was stopped due to the malfunction of the sensor. After the sensor was removed, they used an external drainage system to monitoring icp pressure to the patient.